Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug-eluting stenting treatment procedure, a death occurred. The pt presented with an acute mi and was "almost a cardiac arrest state". Lesions were identified in the right coronary artery (rca), left anterior descending artery and the circumflex artery. The target lesion was 90% stenosed and was located in a moderately tortuous proximal to distal right coronary artery. The lesion was predilated with a 2.5 x 15 mm lacrosse balloon and a 2.75 x 28 mm taxus liberte' drug-eluting stent was implanted. The stent was well expanded and well apposed. Timi 3 flow was achieved. The physician confirmed that no thrombus was present during the initial procedure. Four hours later, the pt had a cardiopulmonary arrest and died. The cause of death was reported to be multiple organ failure due to the pt's age.